Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (70% stenosis degree) in a moderately tortuous proximal lad. The device could not be passed to the target lesion. During removal of the device, before reaching the coronary artery ostium a deformation of the stent was confirmed. No further information regarding the procedure was provided.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed in its center and in its proximal portion, i.e. Several struts are strongly bent. The entire proximal stent portion is displaced by about 2 mm in distal direction. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. The crimped diameter of the stent was measured outside of the deformed zone and does not comply anymore with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (70% stenosis degree) in a moderately tortuous proximal lad. The device could not be passed to the target lesion. During removal of the device, before reaching the coronary artery ostium a deformation of the stent was confirmed. No further information regarding the procedure was provided.